Manufacturer narrative:
Result: cracked head right siderail panel with exposed sharp edges.

Event description:
It was reported by service report that the head-end right siderail panel was damaged with exposed sharp edges. No pt involvement or adverse consequences were reported.